Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a sudden increase on the shock and pacing impedances in the right ventricular (rv), this right atrial (ra) and the left ventricular (lv) leads. The shock lead impedances of the rv lead and the pacing impedances of this ra lead were out of range. Lv measurements were high within normal limits. Technical services (ts) recommended to bring the patient into the clinic for troubleshooting. This crt-d system remains in service. No adverse patient effects were reported.